Manufacturer narrative:
The user facility reported to have replaced the graphical user interface (gui) printed circuit board (pcb).). The customer service engineer (cse) upgraded the software to the current revision. During a f/u with the user facility, it was found that the device passed all testing and was returned to clinical use without issue. (B)(4).

Event description:
Covidien received info stating that an 840 ventilator had an erratic display. The ventilator was not in use on a pt at the time the malfunction occurred.